Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint is confirmed for 2 title 2 7.5x40mm pa screws for the reported failure of cracked/broken screws. The screws were reported to have been sheared/broken while being within the patient following multiple years of being implanted, and visual inspection confirmed the event. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any previous actions. A definitive root cause of the reported issue could not be determined as it is unknown why the screws were cracked and broken. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00493.

Event description:
It was reported that a patient underwent a revision surgery to remove and replace two screws that were found to be cracked and broken postoperatively after the patient presented for back pain. A portion of one of the screws was not able to be retrieved and was retained by the patient. There was no further surgical or patient information provided. This is report two of two for this event.